Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 1 was not closing fully. A field service engineer (fse) found that unused clear mini-cups had fallen into the rear of the drawer, preventing it from fully closing. The cups were removed, allowing the drawer to close properly. A recovery was then performed successfully with no issues, and the customer completed an inventory count afterward, confirming the drawer was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, failed drawer. Customer tried to recover storage space, but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.